Event description:
Hamilton medical ag received the following incident description: end user had problems with volume measurement. "Turn flow sensor "alarm kept occurring. Incident did not occur during ventilation of a patient.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Hamilton medical technician checked the unit on site and reproduced the "ventilator unit connection lost" alarm by moving the connection cable on the port at the ventilator unit and replaced the connection cable. Further information has not been received yet. Investigation is ongoing.